Manufacturer narrative:
Initial.

Event description:
It was reported that the customer received a ¿pairing failed¿ alert when attempting to pair a newly applied freestyle libre 3 plus sensor with the ilet; after rescanning pairing resumed, consistent with an intermittent communication failure involving the antenna/electrical and magnetic component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the devices consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.